Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
During the procedure the product broke. 1216677-2021-00144 mystic ii, mushroom cup 10057 (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples. Distribution history the complaint product was manufactured at csi on 12/17/2020 under work order (B)(4). Manufacturing record review DHR 297214 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history attached did not show similar reported complaint conditions. Product receipt the complaint product has been returned to coopersurgical via RMA #319283, 6/22/2021. Visual evaluation evaluation of the complaint products confirmed units were used and heavily soiled with blood from the handle to within the cup. None were broken. Functional evaluation evaluation of the complaint products (3 units) confirmed the units were able to reach the green zone with the cup on a gloved hand. This was done repeatedly. The levers to release the pressure were functional. The gauge read steady and the pressure was maintained after the trigger was no longer being exercised. Root cause functionally the units were not exhibiting failures in pressure or activation. The end of the cup where the stem meets may be extended virtually 90 degrees without breaking. If broken the seal would be compromised and the unit would not function. The levers to release pressure were functional on all three units as well. The root cause for this complaint is not applicable as the units were not broken and functional. Corrective actions the units were retained. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.

Event description:
Customer reported: "during the proceedure the product broke". 10057 mystic ii mushroom cup e-complaint (B)(4).